Event description:
According to reporter, pt with history of spina bifida required a feeding tube due to inability to swallow. Pt was fully awake and not intubated. Feeding tube was inserted by an experienced nurse and was sent to x-ray for placement confirmation. It was determined that the tube was inserted into the pleural cavity. The tube was removed immediately. Soon thereafter, the pt developed a tension pneumothorax that was successfully drained. However, the pt died of cardiac arrest.